Event description:
The patient stated, that she went swimming with her infusion device. She stated, that the infusion device was in the water for "about a minute" and she then removed the device. She stated, that she received an e6 (mechanical) error on the infusion device and when she removed the battery there was water in the battery compartment. The patient stated, that she inserted a new battery in the infusion device and she was not able to clear the e6 error. She then stated, that she used a hair dryer to dry the water from the infusion device. The patient was advised not to dry the infusion device with the hair dryer. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.